Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) had the ins ipg explanted due to a persistent infection at the implant site. The infection has reportedly resolved.